Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy. However, customer declined any further assistance or follow up from tandem technical support. Customers blood glucose level was 211 mg/dl.